Manufacturer narrative:
(B)(4). No conclusion code available. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced on (B)(6) 2016 due to normal elective replacement indicator. No patient symptoms were reported.